Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code unk) and that the pt was experiencing an increase in seizure activity. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the ncp system. The pt underwent ncp system replacement surgery (both lead and generator) and has since experienced a reduction in seizure activity down to 25-30 seizures per day. Investigation to date has been unable to determine the cause of the high lead impedance test result. Lead break is suspected. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.